Event description:
Per dealer advised frame is broken on the seat, no injury. Dealer could not provide any further information. Since this is a titanium chair which is nla the product manager ok'd replacement of chair in aluminum (B)(6) 2014.